Event description:
Additional information was received from the area representative indicating x-rays will be sent to the manufacturer for review. The explanted devices will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company representative that high lead impedance was found during a generator replacement surgery. The surgeon did not replace the lead and scheduled the patient for a later revision. No patient manipulation or trauma was reported to have contributed to the event. The patient was referred for x-rays as well as replacement surgery. Further information was received by the area representative indicating the patient underwent full replacement surgery. Good faith attempts to obtain the explanted products have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating no x-rays were available for evaluation. Attempts for further information have been unsuccessful to date.